Event description:
It was reported that (1) lcsc5 was used during a gastric bypass procedure. It was reported by the rep that the lcsc5 toned out during the procedure. The device was cleaned and examined but failed to work. Opened another device to complete the case. There was no consequence to pt.